Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease fold, deformation and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Health care professional reported capsular contracture baker grade 3 to 4. This record is for right side. The device has been explanted.

Manufacturer narrative:
This report is late due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported "capsular contracture baker grade 3 to 4" and "mastalgia" on right side. The device has been explanted.